Event description:
It was reported that the stent came off the stent delivery system during preparation. The product was not used. This event is being reported based on the analysis of the product which showed a separated tip.